Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up the bifurcated stent graft was found to have migrated and was 3 cm below the lowest renal artery with a proximal type I endoleak present. The current aortic neck angulation was 50 degrees, it was 25 mm in diameter and 20 mm in length. The stent graft migration was attributed to disease progression. Two endurant aortic cuffs 36x36x49 were implanted proximally below the renal arteries and successfully implanted resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: inherent risk of a procedure (stent graft migration, endoleak). Device failure related to patient condition (disease progression).